Event description:
It was reported that one day post operation the right ventricular (rv) lead dislodged. It was noted the lead dropped into the apex. The lead was moved back into the septal position and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.